Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced a purge system blocked alarm. No patient harm was reported.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. Corrected information has been provided in d4 serial number. Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 catalog number. H6 investigation type code and h6 component code were updated accordingly based on the completed investigation. The cause of purge pressure high was unable to be determined as limited clinical details were provided and no product was returned for review.